Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a priming issue. The patient indicated that he disconnected from the skin site an performed a routine battery change followed by the rewind/load/prime steps. After reattaching, the patient looked at the ezprime screen and claimed that the rewind/load steps were shaded but the prime and fill cannula steps were not shaded. The patient denied to perform a quick prime while connected. The patient stated that he felt insulin delivering and quickly disconnected. The patient recalled that the cartridge was about ¾ full prior to performing the rewind/load/prime steps. During the time of concern, the patient indicated that his blood glucose level was "144 mg/dl." During the contact with animas, the patient's bg level was "173 mg/dl." The animas representative involved in this contact advised the patient to seek medical attention from his health care provider (hcp) due to receiving unintended insulin while attached to the pump during priming. Twenty minutes after speaking to the animas representative involved in this contact, the patient tested his bg again and got a result around "213 mg/dl". He had treated himself during the time of concern to prevent a possibly hypoglycemic event by drinking juice. On (B)(6) 2012, a follow-up contact was made with the patient. The patient indicated that he had visited his endocrinologist's office and was given a backup plan on how to cover via lantus insulin. No medical treatment or symptoms were reported by the patient. The patient stated that his bg did not go low. Through troubleshooting, the patient noted that the keypad was detached by the up and down arrow buttons. In addition, the patient claimed that the pump reverted to the default date/time during a battery change that day. No corresponding alarms were noted in the pump's history. The patient denied that the cartridge cap was damaged or that the pump suffered any trauma. He also denied that the pump was exposed to an x-ray. The patient mentioned that insulin shot out during the prime step. However, the animas representative noted that possibly the pump had actually dispensed insulin during the load step. The pump was returned to animas and evaluated by product analysis on (B)(6) 2012. The pump's history was reviewed and "pump not primed" and "no cartridge detected" warnings were observed. Force readings were zero. The display screen was dim. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. The keypad was torn over the "ok" and up arrow buttons. All buttons responded to presses appropriately. The keypad was removed and no damage was found to the button contacts. The battery compartment was cracked. Rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test revealed the sensor was not detecting correct force at 5lbs. The resistance on the force sensor measured and found to be out of specifications. A 29 hour flow accuracy test was performed. The pump passed the flow accuracy test and was found to be delivering within the required specifications. No loss of primes occurred during testing. Pump was opened and the force sensor flex pins were found to be partially disconnected from the force sensor socket and contamination was found on the force sensor shim. Based on the information provided, this complaint is being reported due to the following conclusion: evaluation of the pump revealed force sensor issues. Loss of prime and failure to detect cartridge warning were observed in the pump's history. A low force reading was found. Contamination and high resistance on the force sensor was observed. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: 2531779-03/24/2010/003-r.